Manufacturer narrative:
Event date is unknown. Explantation date is unknown. (B)(4). As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: a successful percutaneous removal and a complex surgical removal procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal brief does not mention a malfunction of the filter. Without medical records available for review, the causal relation between the device and the complex surgical removal procedure reported is unable to be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: a successful percutaneous removal and a complex surgical removal procedure.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, a successful percutaneous removal and a complex surgical removal procedure. The patient is also reported to have experienced chronic severe back and abdominal pain and mental anguish. The patient became aware of the events five years and seven months post implantation. A successful removal of the device was performed five years and eleven months post implantation. The indication for the filter implant was left lower extremity deep vine thrombosis (dvt) with recurrence in the left and the right leg and one episode of pulmonary embolism (pe). The patient also had an accident which cause an intracranial hemorrhage requiring cessation of anticoagulants. The patient also had a history of liver disease with jaundice. The filter was placed via the right common femoral vein and deployed at the level above l2 and below the renal veins. The patient tolerated the procedure well with no complications. Approximately six years post implant, the patient developed severe mid back pain that radiated through the abdomen. Approximately five years and six months post implant a computed tomography (CT) scan was performed and indicated that the filter was embedded. Approximately six years post implant the patient underwent a complex filter removal, there were no reported complications. Details of the procedure have not been provided. The patient stayed in the hospital for overnight observation and was discharged the following day. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety, abdominal and back pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a conclusion between the reported events and the filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.